Event description:
It was reported that the device was interrogated using two different programmers, but no interrogation was possible on both programmers. The device remains in use with the plan to be explanted or replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was interrogated using two different programmers, but no interrogation was possible on both programmers. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis revealed that the damage to the battery was the result of leaking electrolyte at the positive terminal of the battery.